Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). The actual device involved in the reported event has been rec'd for eval. The investigation on the device is ongoing at this time. A f/u report will be provided after the inspection results are available. The pump has software version (B)(4).

Event description:
As reported by the user facility: ref# (B)(4) - serial# (B)(4). Over infusion free flow. The customer stated that they noticed the free flow clamped off tubing and stopped the pump. The hook up was checked by 2 nurses. Opened the clamp again and free flow occurred again. The 150cc of this fluid was infused into the pt. Staff though this was a tubing issue however they didn't save the tubing.